Event description:
I have some concerns regarding the somnoguard appro. The company website is www.tomed.com. I have had the device since (B)(6) 2015. Within the first week of wearing the device, it bent all the screws to where I could no longer use them. I went back to the doctors and he gave me some replacement screws. However I am still having this issue every other night. Now this past weekend, while I was sleeping, the metal piece that attaches to the mouth tray broke off and became lodged in my throat. Thankfully this time, I woke up in a panic and was able to cough it up. My device is now completely broke, I am scared to even get a replacement one due to the malfunctioning pieces that causes patient harm or even death.